Manufacturer narrative:
This complaint was reassessed upon return of this product with the current regulatory interpretation. The initial processing of this event deemed the event as not reportable which was appropriate based on regulatory interpretation at that time. Once a returned product analysis is completed, a supplemental report will be submitted.

Event description:
It was reported that during a cautery procedure, the magnet shifted from the intended position of this implantable cardioverter defibrillator (ICD) which led to oversensing of the cautery activity and caused inappropriate anti-tachycardia pacing (atp) and shock therapy delivery. No additional adverse patient effects were reported. This device was later explanted and replaced due to normal battery depletion. The device has been returned.

Event description:
It was reported that during a cautery procedure, the magnet shifted from the intended position of this implantable cardioverter defibrillator (ICD) which led to oversensing of the cautery activity and caused inappropriate anti-tachycardia pacing (atp) and shock therapy delivery. No additional adverse patient effects were reported. This device was later explanted and replaced due to normal battery depletion. The device has been returned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a cautery procedure, the magnet shifted from the intended position of this implantable cardioverter defibrillator (ICD) which led to oversensing of the cautery activity and caused inappropriate anti-tachycardia pacing (atp) and shock therapy delivery. No additional adverse patient effects were reported. This device was later explanted and replaced due to normal battery depletion. The device has been returned.